Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was found to have a damaged shaft. Site removed the instrument together with the cannula and continued the operation by using a different instrument. The metal part was deformed. The surgeon called back to report the force bipolar was not able to be removed from the cannula after removing it from patient body. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no noted damage. The wrist could not be straightened due to physical damage (e.g., broken main tube). The port incision was not increased in order to remove the instrument and cannula together. No report of fragment falling inside patient anatomy. There was incident of collision. No abnormalities were noted with the force bipolar instrument such as a dislodged/misaligned jaw or grip tip sticking out.

Manufacturer narrative:
As of the date of this report, the force bipolar instrument has not yet been received by intuitive surgical, inc. (Isi) for evaluation. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive/unable to be performed, the reported event was unable to be confirmed or replicated. A review of the provided image did not clarify the reported complaint. The root cause of the failure mode cannot be confirmed without the returned device.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis. The instrument was analyzed and found to have a broken main tube. A piece measuring proximately .0870¿ x .144 was not returned with the instrument. Components adjacent to this broken main tube do show damage. Additional observations related to customer reported complaint: the instrument was found to have both of the pitch cables broken at the proximal end in the housing. The pitch cable was broken at the backend pulleys. This causes loose cable at the distal end. The clamping pulley did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable. The instrument was found to have both grip cables broken at the proximal end in the housing. The grip cables were broken at the clamping pulley. This causes loose cable at the distal end. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable. The instrument had the conductor wires dislodged from the connector pi on the energy instrument identification board, inside the housing on the proximal end. The electrical continuity test was not performed as the board on the chassis was completely detached. The conductor wire length measured 59.00 mm. Flush tube was visibly protruding past the luer plate and does not exhibit damage. Luer plate does not exhibit damage. The instrument was found to have a dislodged flush tube guide. The instrument¿s housing was removed, and the flush tube guide was found to be dislodged. This causes rattling in the housing. The instrument was found to have a dislodged bearing in the housing. The instrument housing was removed and found the instrument bearing not properly seated at the back end. The roll bearing appears to be dislodged. The instrument was found to have a dislodged backend pulley at the proximal end housing. The pulleys are detached from their original position and loosely placed inside the housing. The instrument was found to have the dislodged housing. The housing is detached from the rest of the instrument proximal end. The instrument was found to have a dislodged luer plate. The instrument¿s luer plate was detached from the proximal end of the instrument. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of a broken/cracked main tube is attributed to damage during user, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
Refer to h11 for follow-up information.